Manufacturer narrative:
The field service engineer checked the analyzer and found no issues. The investigation detected bacterial contamination in the water tank (external water supply facility). The manufacturer of the external water supply facility performed decontamination, which resolved the issue. No further issues were reported after the decontamination of the external water supply unit. The investigation did not identify a product problem. The cause of the event was due to bacterial contamination detected in the external water supply facility.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium assay and phosphorus assay, and 11 patients' samples tested with phosphorus assay on a cobas 6000 c501 module. Sample 1: calcium: initial result: 2.96 mmol/l. Repeat result: 2.46 mmol/l. Phosphorus: initial result: 1.60 mmol/l. Repeat result: 0.86 mmol/l. Sample 2 to sample 12 were tested for phosphorus: sample 2: initial result: 1.87 mmol/l. Repeat result: 1.19 mmol/l. Sample 3: initial result: 2.35 mmol/l. Repeat result: 0.76 mmol/l. Sample 4: initial result: 2.15 mmol/l. Repeat result: 1.39 mmol/l. Sample 5: initial result: 2.08 mmol/l. Repeat result: 1.33 mmol/l. Sample 6: initial result: 2.28 mmol/l. Repeat result: 1.23 mmol/l. Sample 7: initial result: 2.12 mmol/l. Repeat result: 1.17 mmol/l. Sample 8: initial result: 1.84 mmol/l. Repeat result: 1.15 mmol/l. Sample 9: initial result: 1.73 mmol/l. Repeat result: 1.2 mmol/l. Sample 10: initial result: 1.99 mmol/l. Repeat result: 1.34 mmol/l. Sample 11: initial result: 0.76 mmol/l. Repeat result: 2.35 mmol/l. Sample 12: initial result: 1.39 mmol/l. Repeat result: 2.15 mmol/l. The qc failed, prompting the repeat of the samples. The repeat results were deemed to be correct.

Manufacturer narrative:
The calcium reagent lot number was 869544. The expiration date was not provided. The phosphorus reagent lot number was 861364. The expiration date was not provided. A contamination test was conducted on the water tank, and the results detected bacterial contamination. The investigation is ongoing.